Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 500¿s mg/dl, 263 mg/dl, 570 mg/dl and 282 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer treated high blood glucose level with manual injections and insulin pump. The customer alleged the insulin pump for under delivery because the blood glucose level was not coming out. The drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump will not be returned for analysis.